Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called to report a hospitalization due to low blood glucose. Customer was involved in a vehicle accident. The current blood glucose reading is 296 mg/dl. Caller stated that the paramedics arrived on the scene, the blood glucose reading was less than 20 mg/dl. The customer was treated with dextrose and transported to hospital. Customer admitted to ICU and receiving insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.